Manufacturer narrative:
Company representative instructed the customer to reboot the system and problem was resolved. Unit was working normally.

Event description:
Customer reported the panorama central station had a black screen, which may have resulted in loss of telemetry monitoring. No pt injury was reported.